Event description:
Pt came in to device clinic for evaluation. Upon interrogation, the programmer displayed a message stating that the device was eos with all therapy off. Device is scheduled for replacement this afternoon. Interrogation at explant showed that this pt had received 152 appropriate charges. This device was returned on 6/26/2006.